Manufacturer narrative:
It was confirmed that the device was discarded by the customer. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: no button information to the console probable root cause: application -distribution inefficient, sat too long in inventory before being shipped to customer the reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the pack of patient safety kit for guardian is not expired but the drapes inside the kit are expired.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the pack of patient safety kit for guardian is not expired but the drapes inside the kit are expired.